Manufacturer narrative:
Biom'up contacted the surgeon the day after receiving the report. The surgeon provided the following feedback: the area was dry when he closed. He believes the surrounding tissue had adhered together closing off the area in which the hematoma formed from the drain. He suspects the bleeding began when the patient rubbed his cheek, causing mechanical disruption, during the time between discharge and the post-operative visit the following morning. Dr. (B)(6) does not feel the hematoma is in anyway related to the hemoblast bellows.

Event description:
Surgeon reported that a small hematoma had formed on the right side of a male patient's face following a facelift in which hemoblast¿ bellows was used. The drain was noted to be placed superior to the hematoma. The hematoma was identified the day after surgery, in a spot superior to the drain near the ear. The surgeon evacuated 1-2 mls of blood from the area.